Event description:
The advocate stated the customer tested his blood glucose and received a reading of 288 mg/dl using his contour meter. The customer retested using his elite meter and received a reading of 111 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the different clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.